Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient developed skin irritations under the lifevest. The patient sought treatment at a medical facility for itchiness and breathing difficulties. The patient was also prescribed creams to the skin (unknown type). The medical outcome is unknown. The patient ended use.